Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy with hydrodistention of bladder x2, bladder biopsy x2, placement of a mesh due to bladder discomfort, urinary frequency and mixed incontinence. It was reported that patient underwent mesh revision in 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.